Event description:
Voluntary report program ref# mw1038644 was received in which a father reported that his daughter experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. The pt was presented to an emergency room with severe pain and photophobia (right eye) and was diagnosed with ulceration on right eye. With increased pain, the pt visited a physician and was diagnosed with fungal fusarium keratitis. During a follow-up visit, the patient was given treatment of vigamox every hour for 3 days. The treatment was continued after (unspecicied period of time). The pt has permanent scarring on her right eye.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customer by discontinuing the moistureloc formula and recalling all distributed product.